Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with another point-of-care (poc) meter and the lab. Results as follows: date: (B)(6) 2012, inratio: 2.0, poc: 1.5. Date: (B)(6) 2012, inratio: 2.8, poc: 2.0, lab: 2.0. Patient's therapeutic range: 2.0-3.0 inr. Patient has been testing since 2006.